Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not available for return.

Event description:
It was reported to nevro that the patient experienced shocking sensations in the leg and groin. The device was removed and the patient had additional surgeries due to complications from the device removal. Nevro attempted to obtain additional information regarding the nature of this incident but was unsuccessful.